Event description:
It was reported that a deep brain stimulator(dbs) was shocking and jolting a patient, the patient had altered mental status, difficulty walking, vertigo issues, and swelling. . It was reported that two months ago, shocking and jolting occurred intermittently when the patient's head was turned a certain way. It was reported that "it feels swollen in the area." It was reported that one month ago, the patient was hospitalized and there were neurological scans and the patient "may have had a mini stroke." It was reported that two days ago there was a fall and the patient hit his head. One day after the fall the patient was observed "walking weird and bumping into so many things in a small area." It was reported that the patient had various therapies occurring including: dbs adjustments, oral medications, narcotic medications for pain, and botox injections. It was reported that the patient is currently incarcerated because of his behavior and weird addictions to narcotics and with altered mental status. The patient's status is unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7438, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # v250513, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v250513, implanted: (B)(6) 2009, product type lead. (B)(4).